Manufacturer narrative:
The inspection was performed at 10x magnification using a stereoscopic microscope. The lens was in two pieces, divided by a cut through the center of the optic. The cross­ sectional inspection revealed smooth and straight edges and appeared to have been made by a sharp instrument. This cut was probably made to facilitate removal of the lens from the eye. Both haptics were intact. The lens was hydrated and the foreign particles were removed on further inspection. No other defects were noted. Lenstec was unable to sample any lenses from the batch as all devices have been sold. Additionally, there were no previous complaints received from this batch. A full audit of all batch documentation relating to the production of the lens was performed. The audit concluded that all procedures in manufacturing and packaging of the lens had been conducted correctly. Batch reconciliation was 100.0%. Based on the assessment of our batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. In terms of the investigation, the defect seen was probably because of removing the lens from the eye. There was no evidence to suggest that any aspect of the lens was responsible for the vision loss experienced after surgery. Lenstec is therefore unable to determine a specific cause for this incident. Additionally, lenstec believes that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Furthermore, lenstec is unable to comment on the suitability of the monarch iii d cartridge used. Lenstec therefore recommends that the user follow the instructions for use provided with the lens which indicates the compatible instruments and the procedure for correct implantation of the lens.

Event description:
Lenstec, inc. Received an email stating "decreased visual acuity. Implanted 3-piece lens."